Event description:
There is no updated to the original complaint description provided.

Manufacturer narrative:
One imp,tsv,3.7,11.5,mtx,mg (tsvtb11) was not returned for investigation. Since the product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. A pre-existing condition noted on the per was simultaneously grafted site (during placement) and the patient had moderate (type ii) bone density. The reported device was located on tooth # 14 (universal) and was implanted for approximately 5.5 months. Pictures or x-ray images were not provided. Review of appropriate documentation: per IFU warning section: a thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. Per IFU treatment planning section: the location of important anatomical landmarks, such as the mandibular canal, maxillary sinuses, craniofacial nerves and adjacent teeth, should be established prior to use of zimmer dental implants. DHR review: DHR review was completed for the subject lot number 1233032. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review by lot number (1233032) was performed for similar events (keyword category: sinus) and no other similar complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction could not be verified, and the reported event could not be verified since it is a medical condition and no x-ray or pictorial evidence was available.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided.

Event description:
It was reported that the implant lost integration and perforated the sinus resulting in it's removal. Tooth #14.